Manufacturer narrative:
A ge service representative performed an on site investigation. The boot up condition could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system would not boot up. Information stated it was booting very slow. Tried 3 times to boot, but system would not boot. There was no report of patient injury.